Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 50s mg/dl. As the customer was not feeling well, the customer's daughter assisted the customer with eating carbohydrates to address the low bg. After eating, the bg rose to 118 mg/dl. The customer stated that the low bg was caused by not eating after the bolus was delivered.